Event description:
Customer reported the insulin pump alarmed motor error and was unable to clear alarm. Customer's blood glucose was 350 mg/dl after eating. Customer did not recall any significant events which may have lead to the alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
All buttons functioning properly during testing however, found corroded keypad traces during visual inspection. No button error alarm during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.